Event description:
It was reported that the procedure was to treat the left anterior descending artery in an st myocardial infarction patient. A bmw universal ii guide wire was advanced to the lesion. On angiography the guide wire marker was visible; however, the 3 cm of radiopaque coils were not. The guide wire was removed from the patient and another bmw universal ii guide wire was used successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tipball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wires were removed and the patient did not experience any adverse effects.